Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when he attempted unsuccessfully to use the multiclix lancing device. A request was made for the return of the device and lancets, replacement was sent.